Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ burette infusion set was leaking. The following information was provided by the initial reporter: rn went to do safety checks and realized tpn was leaking at spike/insertion site into tpn bag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023 h6: investigation summary one sample was received and tested by our quality team. The customer's complaint of separation was immediately verified when the tubing was received separated above burette. The tubing was analyzed under a high power digital microscope and the end of tubing showed clear signs of a lack of solvent (glue) that was applied during assembly. The manufacturing plant was contacted and after another investigation into their processes, the root cause of this failure was found to be an improper use of assembly equipment by the operator responsible for the fixture of tubing to burette. This investigation raised a quality alert and the operators have been notified of these occurrences to ensure proper assembly moving forward. There were 2 possible lots found for the mat#10015012 device returned. Lots: 22125528 and 22125546 a device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10015012 sets of the following lots: 22125528 ((B)(4) units produced on 19dec2022) and 22125546 ((B)(4) units produced on 20dec2022)

Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ burette infusion set was leaking. The following information was provided by the initial reporter: rn went to do safety checks and realized tpn was leaking at spike/insertion site into tpn bag.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.